Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "scope snapped in half" was confirmed. According to henke: scope evaluated as a level 3. Needle broken in half (with sharp edges), tip and fiber damage, loose prism, and broken lenses in system. Probably root cause for this failure is: customer use and handling. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope broke during procedure. It was not confirmed if the broken piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the scope broke during procedure. It was not confirmed if the broken piece was retrieved.